Manufacturer narrative:
Continuation concomitant medical products. Model: dtba1d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that the patient stated they had a "bad lead" and referred to their right ventricular (rv) lead as a "defective lead" and that their cardiac resynchronization therapy defibrillator (crt-d) had been sounding an audible alert. Follow-up information revealed the physician had chosen to swap the left ventricular (lv) lead pin and the pace/sense lead pin of the rv lead in the header of the device. Sensing integrity counter (sic), noise and high impedance were noted on the lv lead. The physician decided to replace both the rv and lv leads. Both the rv and lv leads were capped. The physician had difficulty placing the new leads, and after numerous attempts, the lv reimplant failed and the rv lead had been replaced with an alternate lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.